Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that: "one of our reps in the UK has recently been informed about 2 separate instances of the proximal screw backing out of our t2 proximal humeral nail. "